Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling of the device. The event can be prevented by following the instructions for use (IFU) which state: [warning]: when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endo therapy accessory slowly and straight into or from the forceps port of the forceps/ irrigation plug. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. This may cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the field of view of the uretero-reno fiberscope was cloudy. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was shaved. The report is being submitted due to the shaved port found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings , evaluation found the cloudy image was not confirmed. Evaluation did find the distal end was burned, the bending section cover adhesive was chipped, the play of the right/left knob was out of standard value due to a dent on the bending tube, the video connector under the grip was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.